Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the delayed keypad response, which was experienced during evaluation. It was found to be caused by a failing processor printed circuit board (pcb). The failed processor pcb was replaced.

Event description:
It was reported that a spectrum pump had a delayed keypad response. It was also reported there was no patient involvement.